Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1160318. Medical device expiration date: 30-jun-2026. Device manufacture date: 09-jun-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the on two occasions the bd nano¿ 2nd gen pen needle no insulin flows during priming. The following information was provided by the initial reporter: " when priming no insulin flows. "

Event description:
It was reported that the on two occasions the bd nano¿ 2nd gen pen needle no insulin flows during priming. The following information was provided by the initial reporter: " when priming no insulin flows."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-aug-2022. H6: investigation summary customer returned (12) open 4mm, 32g pen needles without the tear drop label. Customer states that when priming no insulin flows. All returned pen needles were examined and one sample exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.